Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted the lead was returned with severe explant damage. Performance data also collected from the device was received and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, it was noted during the week ending on (B)(6) 2014, rv capture threshold rose from 0.75v to greater than 2.5v.

Event description:
It was reported that the right ventricular (rv) lead thresholds were high and had been increasing over several months. Therefore, lead revision was scheduled and it was noted during the revision procedure that the rv lead had previously exhibited an insulation defect, or cut, which had been repaired with a silicone tube. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.